Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that this was not a software issue. It was found that the image quality issue was due to air saturation causing the artifacts. Recommended calibrations to resolve the issue. Analysis found that the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Logs were received by the manufacturer for review, but the software investigation is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that an image was taken after the procedure by the imaging system to check screw placement, and an abnormal image with white artifacts was observed. It was noted that the image taken before screw placement had no white artifacts. The condition of taking images was hd mode, 120kv,16ma. It seemed that the radiation dose in the image was too high; however, the display of the mobile view station (mvs) was 119 ma, so the radiation dose was not high. Position of where the screw was placed could still be checked from the image(s), so the site chose not to take images again. The procedure was completed with the continuous use of the imaging system. There was no surgical delay, and there was no impact on patient outcome. An inspection was performed after the procedure; no abnormal image was observed, and the system worked without any issue. Resolution of the issue was confirmed.